Event description:
It was reported to baxter (B) (4) that a reservoir of a singleday infusor had ruptured during filling. The device was being filled with 5fu and normal saline and was done so under a laminar flowhood. No additional information is available.

Manufacturer narrative:
Additional narrative: the reported condition of "reservoir ruptured" could not be confirmed due to sample unavailability. The issue is being investigated under CAPA-(B) (4). (B) (4) the sample is not available.